Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device had a damaged component - cable/cord/wiring, e6 (handpiece overheat warning) on display, control and motor defect, hose worn and liquid damage. It was further noted that the device failed pre-test for loctite and cable assessments, cutter lock assessment and motor thermistor assessment. It was noted in the service order that the device was noisy. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.